Manufacturer narrative:
The insulin pump was received with no up and down button response due to unlocked keypad connector. Device had cracked reservoir tube lip and minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's father reported via phone call that the up arrow button on the insulin pump is not responding. No significant events leading to the keypad issue. Blood glucose value was 137 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.